Manufacturer narrative:
Based on the supplier¿s investigation the device history record could not be reviewed as lot number was not provided. According to the product history record, the cof (coefficient of friction) for this product met specifications. As a sample was not received for further investigation, the root cause of the reported issue could not be determined. The complaint information was provided to the relevant sectors for their awareness. There is no additional action taken at this time, but we will continue to monitor the trend of this type of incident.

Event description:
A female staff member (or tech) reportedly slipped and fell while wearing the shoe covers. She went to an orthopedic surgeon and had surgery on her shoulder due to a tear.